Event description:
Additional information received reported that the patient's lead had migrated due to the patient's fall in (B)(6) 2012. An x-ray of the patient's spine, specifically the lumbar region, showed that the electrodes were extending to the sacrum but appeared to be out of correct placement. The patient still felt that her device was not working since her fall. Reprogramming of the patient occurred on (B)(6) 2012, in which the device was interrogated and 2 settings were reprogrammed. It was reported that the patient's symptoms were a "lot" of incontinence; however, no hospitalization was required. All impedances with therapy measured normal at 547 ohms. Several health care providers worked with the patient until she could feel stimulation closer to where it should be; however, the stimulation was still not in the proper spot. The patient's physician would like to perform surgery to revise the lead placement, but was unable to due to issues with the patient's insurance.

Event description:
It was reported that the patient fell in (B)(6) 2012. Since then, she felt stimulation in the wrong location and experienced a loss of therapeutic effect. The hcp would make programming changes but the stimulation would fade away by the time the patient got back home. The hcp tried to reprogram the patient again but could only get stimulation to the outside lip area on the right labia and the middle of the right butt cheek. Impedance measurements were normal, and the reporter planned to speak to the hcp about what they had determined after x-rays. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4). Lead: model 3093-28, lot# v734526, implanted: (B)(6) 2011, explanted: na; programmer: model 3037, serial# (B)(4).

Manufacturer narrative:
(B)(4).